Event description:
The customer reported failed external survey testosterone results for one fresh patient serum sample involving unicel dxi 800 access immunoassay system. This is report number two of two. The customer reported the results to (B)(4). A second sample obtained from (B)(4) also produced high results. The customer sent patient sample to beckman coulter, inc. For further analysis. The event was isolated to a survey sample. There was no patient consequence.

Manufacturer narrative:
Beckman coulter's (B)(4) laboratory received the patient sample for investigation. (B)(4) tested the sample and obtained a neat concentration of 1.71 ng/ml and 1.93 ng/ml. The dilution studies does not show linear recovery, indicating the possibility of some kind of interference in the sample, but the addition of in-house "interference eliminating proteins" did not affect the neat dose recovery. The results from different systems can vary due to antibody specificities, assay format and formulations resulting in such rare cases of erratic results. No sample remaining for further investigation. (B)(4) was unable to confirm heterophile presence or interfering substance with the sample tested. This reportable event was identified during a retrospective review of product complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-01818. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus, troponin (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one point.